Manufacturer narrative:
(B)(4).

Event description:
Information was subsequently received that the pacing impedance measurements remain greater than 2,000 ohms. Additionally, the threshold measurements had increased. X-rays were performed and there was no evidence of lead damage or lead movement. The patient will continue to be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,000 ohms. Threshold measurements remain stable and there were no episodes of noise. There was a slight decrease in sensing. During maneuvers, no noise was produced. It was indicated this patient was not pacemaker dependent. It was indicated the patient would be monitored appropriately. No adverse patient effects were reported.